Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2016 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2016 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2015. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-apr-2016 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 30-apr-2015. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were exhibiting power switching. The patient heard the same tone of alarm that is usually heard when replacing batteries, but the ventricular assist device (vad) was not stopped at any time. The batteries are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the four batteries were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) , and unknown batteries with a serial ID of ¿0¿. Communication errors prior to the patient receiving the controller most likely unintentionally sealed the batteries. As a result, the controller is unable to obtain a serial number when communicating to the batteries, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. This finding suggest that the batteries with a serial ID of "0" were likely (B)(4) . Momentary disconnections will result in an audible tone. It was likely the momentary disconnections were perceived by the patient as the reported ¿alarm tone¿. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported premature power switching and "alarm tone" event can be attributed to momentary disco nnections between the controller and batteries. An internal investigation evaluated momentary disconnections. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted due to the reopening of an internal investigation that resulted in a clarification to the device failure narrative and device coding. The awareness date of this report is based upon the completion date of the reopened investigation activity. Product event summary: four batteries ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(6) and unknown batteries with a serial ID of ¿0¿. Communication errors prior to the patient receiving the controller most likely unintentionally sealed the batteries. As a result, the controller is unable to obtain a serial number when communicating to the batteries, causing the serial ID to be logged as ¿0¿. The sealed state does not impact normal operation. This finding suggest that the batteries with a serial ID of "0" were likely (B)(6). Momentary disconnections will result in an audible tone. It was likely the momentary disconnections were perceived by the patient as the reported ¿alarm tone¿. As a result, the reported events were confirmed. There is no evidence that the lubrication servicing was performed on the reported devices. The most likely root cause of the reported premature power switching and "alarm tone" event can be attributed to momentary disconnections between the controller and batteries. CAPA pr00389403 investigated momentary disconnections. Event though this CAPA is now closed, the batteries fall in scope of this CAPA. Based on an investigation conducted, the most likely root cause of the battery sealed state condition event can be attributed, but not limited to a communication error between the controller and battery and/or a fault in the main integrated circuit that controls the battery, causing the battery to unintentionally enter a sealed state that prevents the controller from obtaining the battery's serial number. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. D4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.